Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was present in the balloon. A leak test identified a balloon pinhole located at the proximal edge of the proximal markerband. A visual and microscopic examination of the tip observed no damage to the tip of the device. A visual and tactile examination of the shaft found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture had occurred. A dilation was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the common iliac artery. The 8.0 mm x 40mm athletis balloon ruptured on the third inflation at eight atmospheres. The procedure was successfully completed without patient injury.

Event description:
It was reported that a balloon rupture had occurred. A dilation was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the common iliac artery. The 8.0 mm x 40mm athletis balloon ruptured on the third inflation at eight atmospheres. The procedure was successfully completed without patient injury.